Event description:
It was reported that during a vascular stenting procedure in the sfa, the vascular stent had partially deployed when the deployment mechanism of the delivery system became blocked. While attempting to remove the partially deployed vascular stent and the delivery system as one unit, the partially deployed stent fractured. The remaining portion of the vascular stent and the delivery system were exchanged over the guide wire. Another vascular stent was deployed in the sfa, covering the fractured stent and the remaining portion of the lesion. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided. The lot history records are being reviewed. The investigation is currently underway.